Event description:
The customer's mother reported via phone call that he was working trimming trees and the infusion set came out causing high blood glucose levels. The customer was unable to bring his blood glucose level down from 600 mg/dl with a bolus and two manual injections. The customer was hospitalized on (B)(6) 2015 with a blood glucose level of 578 mg/dl. The customer was administered IV drip. He was wearing the insulin pump at the time of hospitalization. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.